Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient reported to have been seen in the hospital, however it was not reported if they were hospitalized for event of peritonitis. The cause of peritonitis, treatment for the event, action taken with therapy, and patient outcome were not reported. No additional information is available.